Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of approximately 500 mg/dl; cause was unknown. Reportedly the customer's elevated bg was resolved at the time of the call, with a bg of 393 mg/dl. Although requested by tandem technical support, the customer declined troubleshooting.